Event description:
It was reported that the 9800 system had a charger failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries, filament drive, x-ray controller, and battery charger boards were replaced during the service call. The system was tested and found to be working as intended, and put back into service.